Event description:
Additional information was received from the patient. Patient called back repeating reported information that they hadn't used therapy in a while but wanted to get it back to where it is helping again. Caller stated they think they need help with programming so they are not going as often. Caller stated they tried calling mdt rep but keep getting voicemail. Agent reviewed role of rep and redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was inquiring about how to access MRI mode and was having trouble connecting with their ins. Patient said they weren't able to pair the communicator and programmer together. Helped patient attempt to connect external devices to ins but patient kept receiving 'device not found'. Patient closed out of all apps, confirmed the communicator was not plugged in, communicator was powered on and they were in correct therapy application. Patient then mentioned they haven't charged their ins in a year because it didn't work for them and currently their battery is depleted. Patient said they tried everything with their hcp in regards to adjustments. Patient said at the time they were going through difficulties in their life (patient did not elaborate on this statement) and maybe that contributed to why the ins did not help (in regards to therapy). Reviewed patient will not be able to connect to ins with communicator if battery is depleted and offered to send MRI instructions. Patient said they will charge ins and try to access MRI mode after it is charged. Patient said they will try to use their ins after it is charged to see if it will help them with their therapy. Patient called back regarding MRI mode. Patient confirmed they had charged their ins as previously recommended. Had patient connect to ins with communicator. Patient reported seeing por message on the screen. Patient dismissed message and was able to connect to ins. Patient stated therapy was off, had patient navigate to MRI mode. MRI mode was activated. Had patient deactivate MRI mode. Patient said "ouch" when therapy turned on and said it was "strong". Patient decreased stimulation. Walked patient through activating MRI mode. Patient mentioned they didn't use device for "over a year".